Event description:
Mother called regarding pt's pen. Blood glucose was elevated for a week (400-500) and realized only a small amount of insulin was coming out. Dr recommended return to a syringe and sugars are back to normal.